Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she has found an article that shows other patients with problems. In a literature article titled the subtle presence of iolglistenings highlights the importance of checking for easily found problems first, the authors reported a (B)(6) patient who experienced hazy vision, especially in dim light, along with increased glare at night two years following bilateral intraocular lens (iol) implant procedures. The patient said ¿I can¿t see anything at dusk or after sunset.¿ she had a residual refractive error (+1.00 d ou), yet her bcva was 20/20 ou. The patient reported her vision was not clear even with glasses. Upon examination, microvacuoles were observed within the substance of the lenses. 4+ glistenings covering 80% of the surface of the lens in the right eye. In the left eye, there were 3+ glistenings, corresponding to the severity of the patient¿s reported disability. There are two medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
Correction - literature article has been attached. (B)(4).